Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was scheduled for incisional hernia repair. Planned laparoscopic but changed to open incision due to the patient's anatomy. Surgeon picked up a disposable grasper to test for use. The surgeon noted that a small piece of metal came loose and almost fell into the patient's abdomen (surgical wound). The surgeon prevented it from falling into the wound. The instrument was not used on the patient.